Manufacturer narrative:
Concomitant product(s): addrl1 ipg; 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirm fracture with high threshold measurements. It was noted that noise was observed on the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.